Manufacturer narrative:
The device was received with the cannula assembly deployed. No issues were found with the needle mechanism that would result in the needle deploying early. Although no issues were observed with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported event of the needle deploying early could not be determined. Correction to d(4): lot number changed from unavailable to l45695. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 10/10/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 4/10/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.